Event description:
It was reported that during clinical trial an issue with leakage and occlusion with the device. There was patient use and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.